Manufacturer narrative:
The lens was returned in liquid, in a lens vial. Visual inspection found the haptic torn. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was attempting to implant a 12.6mm micl12.6 implantable collamer lens, -10.5 diopter, into the patient's right (od) eye, the lens tore/broke. This occurred on (B)(6) 2018. Reportedly, the surgeon noticed the lens damage during the beginning of insertion. Lens was partially implanted then removed. Alternate lens implanted all within the same surgery. "No patient injury" is noted and the patient is now "doing great." The cause of the event is reported as unknown.